Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope outside the hospital. It was found that the right ventricular (rv) lead exhibited over-sensing noise on stored electrograms and high impedance was also observed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.